Manufacturer narrative:
The manufacturer did not receive devices for review. Pictures and x-rays were received. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stems) are marketed in USA, and therefore this report was filed. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with a revitan distal part, straight, uncemented, 14/200 in 2012 the left hip side. (As the exact date of implantation is unknown, the last day of the month of the year was taken as implantation date.) The patient underwent revision surgery on (B)(6) 2016 due to breakage of the implant.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: the incident description reports about a fracture of the connection pin. The patient¿s physical build is rated as small and the activity level as medium. It was reported that the patient was born in 1962. This could be a typo as the patient information on the x-rays states 1952 as the birth year of the patient. Only the year 2012 was given as implantation date. Review of received data: surgical notes: surgical reports of implantation and revision were not received. X-rays: four x-rays were received, one ap taken on (B)(6) 2012 and three x-rays taken on (B)(6) 2016. Two are photographs of a paper copy of the x-rays and have handwritten annotations and the other two are photographs of a computer screen displaying the x-rays. The quality of the images is insufficient for detailed evaluation. On the x-ray taken on (B)(6) 2012 it can be observed that the revitan stem is implanted with a metallic cup. The latter seems to be fixed with screws. On the medial side the proximal end of the trochanter minor is located at the height of approximately one half of the proximal stem part. Around the distal part of the stem three cerclage bands can be observed. The distal tip of the stem is not visible. The ap x-rays taken on (B)(6) 2016 show a fracture of the connection pin of the revitan stem. The proximal part of the stem is tipped medially. Compared with the previous study date there seems to be a sub-/intertrochanteric bone fracture visible and part of the trochanter minor seems slightly shifted to medial. It seems also that on the lateral side of the femur, just below the trochanter major, there is an area with bone loss at the level of the connection pin. The lateral x-ray taken on (B)(6) 2016 shows the complete distal part of the stem. There are no signs that the distal part of the stem is not fixed. On the anterior and posterior side of the proximal part of the stem there is a gap between the bone and the implant noticeable. Examination of the manufacturing documents: based on the information about the production dates of the implanted devices and the dates seen on the x-rays at hands it can be assumed that the implantation date was between (B)(6) 2012. This would result in a time in vivo between 3 years 7 months and 3 years 11 months. Devices analysis: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 3 mm below the proximal end of the distal part. The fracture surfaces show a fatigue fracture with the origin area on the anterolateral side. The edges of the proximal fracture surface are partially polished and slightly deformed. On the distal fracture surface polishing and several scratches can be observed. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan stem. The connection pin shows an almost circumferential stripe with a maximum width of approximately 2 mm. Closer inspection of the stripe with the microscope (leica m216 a, eq-ID 151663) revealed a mixture of smeared metal, fretting, polishing and slight corrosion. Adjacent to the stripe joins the original surface followed by the blasted area. There are some scratches and electro-cautery spots on the proximal part of the revitan stem, which derive perhaps from the revision surgery. On the anchoring surface there are no signs of bone on growth. A polished area can be observed at the distal end of the medial side that extends slightly on the posterior edge and on the face surface of the medial nose. This is probably due to the contact with the distal stem and/or bone after the fracture. On the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches, nicks and cuts can be recognized on the face surface and on the anchoring surface of the stem. There is a worn area on the lateral face surface of the stem body. On the lateral inside of the stem body there is an area with scrape marks. These phenomena are most probably due to the contact with the connection pin after the fracture. In the as-received condition the biolox delta head and the proximal part of the revitan stem were still assembled. For further investigation the parts were disassembled. Before the disassembly the stem to head position was marked. The taper surfaces are inconspicuous except for some organic deposits observed on the stem taper surface. Their origin stays unknown. The head taper shows the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem and the material track from its removal. Some diffuse metallic smearing can be noticed on the articulation surface and on the bottom bevel of the head. These are probably from the revision surgery. Conclusion summary: the hip prosthesis was revised after approximately 3 years and 7-11 months in vivo due to a fracture of the revitan stem at the connection pin. The fracture occurred due to fatigue in the non-blasted area some millimeters below the proximal end of the distal part. The fracture origin area is located on the anterolateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. Based on this and from the x-rays at hand it could be assumed that the distal part was fixed in the bone. The x-rays taken before revision, although in low-quality, show the proximal part of the stem tipped medially as well as seemingly a sub- /intertrochanteric fracture and an area with bone loss just below the trochanter major. These could indicate that at least from one point in time the proximal bone support was suboptimal. However, without a complete x-ray follow-up it remains unknown how the bone situation changed over time in vivo. If this bone support was missing already a longer time before the fracture, this probably could have contributed to the fracture. As there is no clinical information available (e.g. Patient¿s bmi and medical history or surgical reports of implantation and revision) further background of this case remains unknown. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with a revitan distal part, straight, uncemented, 14/200 in 2012 on the left hip side. The patient underwent revision surgery on (B)(6) 2016 due to breakage of the implant. The exact date of implantation is unknown, it can be assumed to occur between (B)(6) 2012. It was entered as (B)(6) 2012, as x-rays showed that the revitan stem was already implanted at this date.